Event description:
A pt submitted a voluntary report to the FDA medwatch program (report no. (B)(4)). The pt reported that their rosacea was being treated with a pulse dye laser and reported burns and scars on the treated area. The pt reportedly was treated by a doctor after their rosacea treatment.

Manufacturer narrative:
Without info regarding the location where the pt received treatment or info regarding the device, candela cannot perform an eval of the device. A pulsed dye laser was mentioned in the voluntary report (B)(4), but no add'l info was provided to confirm the specific device used. Another device (gemini -532/1064) was also mentioned in voluntary report (B)(4). The complaint database has been reviewed and a specific complaint associated with this particular event or a similar event describing the type of injury reported by the pt has not been identified.